Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA (B)(4)) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
It was reported that the superion indirect decompression spacer broke during an implant procedure; the spacer would not deploy the lobes around the spinous process. The procedure was successfully completed with another spacer. The implant was not returned for analysis as it was discarded by the medical facility.